Manufacturer narrative:
This issue is still under investigation to determine root cause.

Event description:
While scanning a (B)(6) pt using the shoulder coil, the tech received a t/r error. Upon entering the magnet room, the tech noticed a burning smell. The pt explained to the tech that his neck and head area were getting warm. The pt was removed from the couch and the tech noticed some smoke coming from the couch top where the coil plugs into the rf (coil) connector. The pt was removed from the room. The tech returned to the magnet room and noticed flames coming from the inside the rf connector area on the top of the couch. The fire was extinguished with a fire extinguisher. The tech confirmed that there was no pt injury. A philips service engineer replaced the affected components and returned them for eval. This is the first reported incident of this type.